Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5.

Event description:
Patient later reported "can feel the implant, is poking, has felt funny from the beginning, hurts like an underwire jab, painful, uncomfortable".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. And "patient's concern with product". Patient later reported, "can feel the implant is poking. Has felt funny from the beginning. Hurts like an underwire jab, painful, uncomfortable". Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Crease/folding of implant: creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation and "patient's concern with product." Patient later reported "can feel the implant, is poking, has felt funny from the beginning, hurts like an underwire jab, painful, uncomfortable." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed unidentified (tear) opening. (Shell thickness was within specification). Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Crease/folding of implant: creases were observed. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation and "patient's concern with product." Patient later reported "can feel the implant, is poking, has felt funny from the beginning, hurts like an underwire jab, painful, uncomfortable." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient's concern with product." Device remains implanted.